Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-dissection of the iliac artery. Aneurysm and vessel morphology at the time of implant was not reported; however, it was reported that the diameter of the left access vessel (common iliac) was 8mm and the diameter of left bifurcated internal iliac vessel was 8mm. The left access vessel (common iliac) length was 40mm. It was reported that during the index procedure a possible type I endoleak was observed. The physician elected to add another endurant extension; however, the endoleak decrease but was not resolved. The physician noted that the exact type of endoleak is unknown and the patient will remain under observation. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); unapproved use of device (bifurcated was not used - treatment of an iliac dissection); lack of information (unknown cause of endoleak). Conclusions: inherent risk of procedure (endoleak); off label-unapproved or contraindicated use of device (bifurcated was not used - treatment of an iliac dissection); lack of information (unknown cause of endoleak).